Event description:
A surgeon reported a patient experiencing an decrease in best corrected visual acuity (bcva) one year following intraocular lens (iol) implant surgery. The surgeon reported a decreased tear film was noted at a follow up visit. The surgeon also noted at a postoperative visit that the iol was slightly decentered. In a follow up, the surgeon reported the problem has resolved.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/07/2009, 01/09/2009, and 01/13/2009 by phone, fax, and mail. A completed questionnaire has been received.